Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 to move the ipg to a new location, which addressed the issue.